Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw the poor communication screen. The patient confirmed the antenna was secure and tried syncing with the ins, but that did not resolve the issue. The patient stated that she was putting the antenna over the scar, below the scar and right where she was feeling the implant but still reported seeing the poor communication screen. The patient also tried changing the batteries in the patient programmer, unplugged the antenna and placed the patient programmer directly over the ins on skin and synced, but that also did not resolve the issue. A replacement was sent to the patient. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the poor communication screen and the trouble getting the ins to sync was that there was inappropriate placement of the antenna. The trouble of getting the ins to sync had been resolved; the patient came into the office and they were able to communicate with the device. No further complications were reported/anticipated.